Event description:
Customer reported experiencing an skin irritation after 11 days of wearing the adc freestyle libre sensor, customer further reported having contact with a healthcare professional who recommended cortisone ointment as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive patch was returned, however extended investigation is required. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an skin irritation after 11 days of wearing the adc freestyle libre sensor, customer further reported having contact with a healthcare professional who recommended cortisone ointment as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.